Event description:
It was reported that the patient needed to have a pacemaker implanted. The patient¿s managing health care provider (hcp) was aware that the patient needed a pacemaker because they were planning to do a lead reposition after implant of the pacemaker. The patient told them that the lead needed to be repositioned due to pain. The patient did not tell them when the pain started and the patient¿s hcp told them to get the pacemaker first and then they would reposition the lead. They assumed the device was on and the patient was currently using it but they didn¿t know for sure. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# va0etcu, implanted: (B)(6) 2014, product type: lead. (B)(4).